Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested but is unavailable. The device was evaluated by olympus. The evaluation found that the allegation is not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that even after a new co2 cylinder was installed on the high flow insufflation unit, the air pressure kept decreasing and the remaining amount displayed on the device was noted as being empty. No patient injury or procedure impact was reported.